Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0bnm3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had not been able to turn the device off because it hadn¿t been working. The patient stopped feeling stimulation and this started 3 months ago. The patient had no falls or trauma and it was a sudden stop of stimulation. The patient had the device for incontinence and frequency and it had never helped with these symptoms since implant. The patient had not gone into see their health care provider (hcp) and their hcp never called them to follow-up. The patient programmer was not working either and apparently it needed batteries. The patient did not have their programmer with them at the time and did not recall what messages they saw on it. The patient programmer stopped working about 3 months. No outcome or interventions were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.